Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that twelve needle eclipse 25x1 rb experienced a safety mechanism that detached during use. The following information was provided by the initial reporter: material no: 305761, batch no: 8207236. Product description summary: the safety guard is falling off and increases the risk for a needlestick. Per customer response email: what is the lot number? 8207236. How many times has the incident occurred? 12+. What are the dates or patient identifiers? A few weeks ago.

Manufacturer narrative:
Investigation: a sample was not returned. Five photos were received for investigation. There is no eclipse sample present in the photos and hence unable to confirm the reported defect as actual sample was not returned. A device history record was performed for the incident lot and no issues were detected. A review of past 12 months quality notification were performed and no quality notification was raised on the reported defect. The reported defect cannot be confirmed as actual sample was not returned for evaluation. Therefore, root cause could not be determined. The complaint will be re-opened and re-investigated if the sample is returned.

Event description:
It was reported that twelve needle eclipse 25x1 rb experienced a safety mechanism that detached during use. The following information was provided by the initial reporter: material no: 305761 batch no: 8207236. Product description summary: the safety guard is falling off and increases the risk for a needlestick. Per customer response email: ¿ what is the lot number? 8207236 ¿ how many times has the incident occurred? 12+ ¿ what are the dates or patient identifiers? A few weeks ago.